Manufacturer narrative:
H6-investigation type 4110: lens work order search no similar complaint event(s) within associated lots were found. A review of the device labeling was completed. Intraocular inflammation is identified in the labeling as a known potential adverse event following icl implantation. The icl directions for use (dfu) states under complications & adverse reactions: as with implantation of other types of intraocular lenses, potential adverse events can include but are not limited to intraocular infection and iritis. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). Per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. An inflammatory response is common after intraocular surgery; however, this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe., an exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4).

Event description:
A company representative reported that an implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. The msi injector system was used for lens implantation. Intraocular inflammation was noted on (B)(6) 2024, 3 weeks post-op, with "foggy kp in anterior chamber and white deposits on icl lens surface". The patient was prescribed additional eye drops for treatment with patient condition reported to be: bcva 20/20, 13mmhg as of (B)(6) 2024. The lens remains implanted. The reporter states cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).